Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the treatment for the peritonitis were not reported. It was not reported if the patient was hospitalized for the peritonitis. At the time of this report, the patient was recovering and physioneal therapy was ongoing. No additional information is available.